Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new epic orders were not crossing to the pyxis server. A technical support specialist (tss) dialed into es server. Verified all required services are up and running. Ran server downtime query; interface returned 'disconnectedflag' = 0. Messages from cce are processing successfully with current timestamps. Interface connection status is ok, and last heartbeat is current. Logged into pes website and verified order ID is active per ephi and showing on server. Patient associated with order ID is admitted with adt visit type. Logged into healthsight viewer and confirmed notices for 'patient information delayed/down' and 'pharmacy order delayed/down' are cleared with no records found. Outbound informed that there is no issue from the server for the provided order ID. No contact email available for follow-up. Customer previously noted no further complaints. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the new epic orders were not crossing to the pyxis server. User mentioned the issue was system wide and need urgent assistance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.